Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of this complaint is mechanical damage of the unit during distribution or storage. The root cause in this case is unknown a batch review for the lot number showed no similar problems noted. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will and take corrective and preventive actions, as appropriate.

Event description:
A distributor reported to baxter (B)(4) that there were two slight cracks on the light blue main body of the transfer set when it was removed from the overpouch. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.